Manufacturer narrative:
Device evaluated by MFR: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that the stent moved on the balloon. The target lesion was located in the moderately tortuous right coronary artery. A 12x3.50 omega¿ stent was advanced to treat the lesion; however, it was extremely difficult to introduce the stent. When the device was removed, it was noted that the stent was slightly dislodged from the balloon. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. This product is only ous approved but is similar to an approved us device.